Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, two legs crossed over each other and the filter could not fully expand. The filter was retrieved and replaced with a new vena cava filter that was deployed successfully. No reported pt injury.